Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system tracker could not be verified by the navigation system used in the procedure. Restarting the imaging system restored functionality. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Gpio was returned to the manufacturer for analysis. Analysis found no problems with the trackers or gpio. The system was able to track through gpio enclosure. The hardware investigation found that the reported event had no issue. System checkout passed successfully and no hardware issue was found.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. It was reported that the gpio board was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.